Event description:
It was reported that during an- a-fib procedure, the catheter would not deflect in the middle of the case. The customer replaced the catheter and the case was completed with no injury. On (B)(4) 2012, the catheter was received in the lab and it was found that the catheter had the electrode ring # 5 damaged making this event reportable.

Manufacturer narrative:
(B)(4) upon receipt, the catheter was visually inspected and it was found that the ring #5 was damaged. It is unknown how the ring was damaged. Per the reported event, the catheter was evaluated for deflection and loop characteristics and it failed. Further investigation revealed that the t-bar sliced down the lumen, since it was not longer visible thought the anchor window, causing the improper deflection condition. A dimensional test was performed on the pu margins and the catheter was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint condition was confirmed. For the damage ring, an internal corrective action was opened to address this issue.

Manufacturer narrative:
(B)(4)